Event description:
New information received notes the patient's right ventricular lead presented with high capture thresholds. The lead was explanted and replaced in a procedure on (B)(6) 2021. Post procedure the patient was recovering.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's right ventricular lead presented with intermittent ventricular loss of capture. Programming changes were made to restore normal parameters. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.